Event description:
It was reported that after the patient underwent a hip arthroplasty, the patient had to be revised due to an infection at the site. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Device product code is unknown as device is unknown. Report source: foreign: australia. PMA/510(k) number code is unknown. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.